Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) to treat spinal pain. It was reported the patient had back pain and spasms, time period unknown. A thoracic spine CT scan was done which showed no acute displaced fractures. The vertebral bodies and disc spaces demonstrate normal height and alignment. There were mild degenerative endplate changes noted, most prominent at t9-t10, and no spondylolisthesis. The spinal stimulator leads enter the posterior spinal canal at the t10-t11 level, and extend superiorly to terminate at the t7-t8 level and this hardware appears intact and grossly uncomplicated. Artifact from the medical hardware limits evaluation in adjacent regions. No significant disc bulging or herniation, spinal canal stenosis, cord compression, or neural foramina narrowing was identified. Additional information from the healthcare professional (hcp) on november 16th reported the patient back pain and spasms were documented on (B)(6) 2018, thoracic back spasms that had been present since the time of implant according to the patient. The hcp noted the back and spasms were not pre-existing implant. The hcp stated the actions/intervention taken to resolve the patient¿s back pain and spasms were the patient stated she attempted heat, cold compress, medication, therapy and reprogramming with the device manufacture representative (rep), repeated imaging epidural. The hcp noted the patient¿s back pain and spasms had not been resolved and she was currently scheduled for a revision of the epidural paddle. There were no further complications that have been reported as a result of this event.